Event description:
It was reported that "guidewire was unable to pass through central lumen". A 2nd iab was not inserted. Additional information received states that the patient was critical prior to the event and that the current condition of the patient is "sick".

Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacture date is unavailable.

Event description:
It was reported that "guidewire was unable to pass through central lumen". A 2nd iab was not inserted. Additional information received states that the patient was critical prior to the event and that the current condition of the patient is "sick".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.